Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 6979485. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to enter MRI mode. Diagnostics indicated one of the l4 leads had low impedance. Surgical intervention took place to replace the l4 lead(s) resulting the physician was unable to implant a new lead due to patient anatomy. Note : it is unknown which lead is related to this issue.